Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The red plastic t-handle on the femoral introducer broke during implantation of the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the red plastic t-handle on the femoral introducer broke during implantation of the femur. A complaint database search did not identify any anomalies. The device was reviewed by bioengineering and a report was received concluding; it was not possible to replicate the device jamming completely during the investigation. The device has been in the field and although it is an optional device it has been available for approx. 450, 000 surgeries since launch. This failure can be closed as undeterminable with no further action. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.